Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved enduser alleges that sam350p unit did not work new out of box (pp lot#j0421) non fsca unit.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 1st march 2018. The pad-pak DHR for lot no: j0421 was reviewed and showed that this was 1 of 216 pad-paks manufactured in this lot. Each pad-pak was subject to a battery voltage test on the 1st may 2018 with no recorded fails for battery voltage. Damage was observed on the locator pin on the battery terminal side of the returned pad-pak (j0421 aug2022). This damage impeded the insertion of the pad-pak within the device and resulted in it not powering on. The investigation was unable to determine when the damage to the locator pin occurred but if it was present during the initial installation it would have resulted in the reported failure. The damage may have been caused during an incorrect installation of the pad-pak. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours, with the returned pad-pak correctly installed, while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. The device performed to specification throughout testing at heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved enduser alleges that sam350p unit did not work new out of box (pp lot#: j0421) non fsca unit.